Event description:
It was reported that the loudspeaker was defective. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and it was confirmed there was a technical alarm "speaker error". The speaker had sounds, but the sound was described as "scratchy". The cause of the reported problem was confirmed speaker assembly, the rse provided the customer with a quote for a replacement speaker. The customer took responsibility for the repair of the unit. The customer has taken responsibility to correct/repair the device. We conclude the customer has resolved the issue and that the device works as specified at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the loudspeaker was defective. It is unknown if the device was in use at time of event, and there was no adverse event reported.